Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Transducers p1 and p2 failed raw output test which can affect pressure output. The complaint was confirmed and the root cause has been determined to be defective transducers. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the dyonics control unit had a lack of pressure issue during an unknown procedure. It is unknown if there was a backup available or a delay in the procedure. No injuries or other complications were reported.